Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-03952. It was reported that the patient was not getting adequate therapy. The ipg would not communicate with external devices. The ipg has not been recharged in more than 90 days and is inoperable, as a result, surgical intervention may occur to address the issue.